Manufacturer narrative:
Device code a0401 captures the reportable event of thumb ring break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, the thumb ring broke. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.